Event description:
It was observed that during the device evaluation, the dudenovideoscope exhibited adhesive around the light guide lens is peeled and control unit was dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the dirty control unit is cause not established and the most probable cause of the peeled adhesive around light guide lens is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.